Event description:
It was reported patient experiencing a hypoglycemic episode after attempting to pair the transmitter occurred. The patient experienced "pair new transmitter" observed on the receiver display after the current transmitter had been used by the patient 1-30 days. On (B)(6) 2024, the patient said she was attempting to pair the transmitter, and she could not get it done as she was trying to enter the wrong number from the back of the transmitter (tx). The patient reported being confused as to which number to enter and she was trying to enter the number at the bottom of the back of the tx which was not the correct tx serial number. It was not documented if that patient was checking her blood glucose (bg) during this time. An unspecified time later, around 5 pm, her sister called the paramedics after she heard her moaning. The patient reportedly could not move or talk. After 5 minutes, paramedics took the bg which was 42 mg/dl. She was given a bag of glucose IV and carbohydrates. The bg was 160 mg/dl 10-15 minutes after treatment. The patient declined further evaluation in the emergency department and paramedics left after an hour. There was no documentation of further medical evaluation or intervention. At the time of the report the same day, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.